Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The target lesion was located in the totally occluded proximal right coronary artery (rca). The physician deployed a 3.0x12mm liberte' bare metal stent. The physician state he had no difficulty deploying the stent. "As the cath lab machine failed", it could not be determined whether the stent was deployed at the desired location. The patient had an mi and died. In the opinion of the physician, the mi was related to the machine failure and there was no relationship between the stent and the death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.